Event description:
Md attempted to bolus pt, unsuccessful. Opened new epidural kit and changed actual port for epidural, no success with bolus infusion. Pulled out epidural tubing and reapplied new epidural. Kit that malfunctioned was given to nurse manager. Md thought was that potential crimping in tubing during insertion of first epidural. Unable to bolus freely after removed. Resistance still felt during attempt to clear tubing. In total, only two epidural kits were used.======================health professional's impression======================md thought was that was potential crimping in tubing during insertion of the first epidural but none was visible.

Manufacturer narrative:
(B)(4). Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, the perclose a-t device was inserted, but the needles did not catch. Another perclose a-t was inserted, the needles did catch, knot placement was completed, but hemostasis was not achieved. A guide wire was introduced, a 7 fr sheath was inserted, but the patient continued bleeding from the puncture site itself. An 8fr sheath was introduced with the same results. The patient's blood pressure dropped to approximately 60's and dopamine was administered. A fox cross 8x2 balloon was placed in the iliac artery to occlude blood flow. A vascular surgeon and a cardiologist were called in to assess the situation. An 11 fr sheath was placed and the bleeding stopped. The patient was taken to the operating room and hemostasis and femoral artery repair were done surgically. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: perclose proglide (part 12337-04, lot 920216h), 7 fr sheath, heparin. The perclose proglide (part 12337-04, lot 920216h), is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.